Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed an ultrafiltration (uf) pump alarm during simulated dialysis treatment in the biomed shop. No patient was involved. The bmt reported that during repair, he found a burnt p ground wire on the distribution board it is unknown if the machine has been returned to service. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.